Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cardiac arrest with monitor readings of no/low flows. The log file review captured low flow events on (B)(6) 2021 and (B)(6) 2021. These occurred at times when pulsatility index (pi) was elevated. The cause of the low flow events was hypoxemic cardiac arrest. The low flow alarms resolved when relative state of charge (rsoc) was achieved. The controller was exchanged at that time due to the low flow alarms. The log file showed that the driveline disconnected for the controller swap. In addition, the log file began to capture low speed alarms on (B)(6) 2021 due to the pump speed being manually adjusted below the low speed limit. There were further changes made to the pump speed. The pump was originally set to 5400 rpm with a low speed limit of 5200 rpm and was reduced to 3200 rpm and then 4000 rpm. During this time the flows dropped to as low as 1.2 lpm. The low speed alarms resolved and the speed was returned to 5200 rpm. The patient remained intubated. The plan of care for the patient was intubation, a computed tomography of the brain (ctb), inotropes/pressors were weaned, and therapeutic hypothermia was done. Related manufacturer report number of pump: 2916596-2021-02333.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (B)(6) was evaluated following the reported event of low flow alarms. The system controller was not returned for analysis; however, a log file was submitted for analysis. The submitted log file contained data panning approximately 13 days (07apr2021 ¿ 21apr2021 per the timestamp). There were no events in the log file that indicated an issue with the system controller. No notable atypical alarms were active in the log file. Provided information stated the serial number of the controller used at the time of the event and the new controller that the patient is using is as follows: original controller was (B)(6) and the patient switched to (B)(6). Additionally, no products will be returned. The reported event could not be correlated to an issue with the returned system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 17jan2021. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low flow alarm conditions, low speed advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.